Manufacturer narrative:
System analysis/service repair was performed on april 12, 2016. The replaced laser power supply (lps) s/n (B)(4) was received at the manufacturer on april 22, 2016. The lps was sent to the supplier.

Manufacturer narrative:
System analysis/service repair was performed on (B)(4) 2016. The replaced master control board (mcb) s/n (B)(4) and laser power supply (lps) s/n (B)(4) were received at the manufacturer on (B)(6) 2016.

Manufacturer narrative:
System analysis/service repair: the reported error codes were confirmed during the system warm-up cycle and determined to be the result of a faulty master control board (mcb). The mcb was replaced; the emergency stop switch cable assembly, power supply, top cover display mount and cable connector were also replaced. The system was tested and verified to specification.

Event description:
It was reported that when turning on laser system to begin a greenlight prostate vaporization procedure, errors 302.12 & 832 appeared on the display. The patient was under anesthesia at the time the error occurred. The case was completed using an alternate procedure (plasma button vaporization). There was no patient injury reported.

Manufacturer narrative:
The replaced laser power supply (lps) s/n (B)(4) was received at the manufacturer on (B)(6) 2016. The returned lps was discarded was noted.

Manufacturer narrative:
System analysis/service repair was performed on april 12, 2016. The master control board s/n (B)(4) was received at the manufacturer on april 22, 2016. The returned master control board (mcb) s/n (B)(4) was scrapped was noted.